Manufacturer narrative:
(B)(4) = firing knob. Additional information was requested and the following was obtained: was the cutline and staple line equal in length? Yes. After the device was removed was there any damage to the colon? We did not hear the colon had been damaged. If so please explain the damage? Na. Please explain how the damaged colon was repaired? Although we did not hear the colon had been damaged, additional suture was performed after this event and there was no adverse consequence for the patient. Was patient care changed due to the malfunction of the device? No. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the firing knob was stuck on the way of the 2nd firing of functional end to end anastomosis and then the firing knob was broken off when it was moved forward forcibly. The staple height was gold. No pieces were left inside the patient. The device was used on the colon. Additional suture was performed to complete the case. There were no adverse consequences to the patient.